Event description:
The customer reported via phone call that he had a no delivery alarm on the insulin pump. Customer's blood glucose was 441 mg/dl at the time of the incident. Customer attempted to bolus using the pump but it did not deliver. Customer is at work and does not have supplies. Troubleshooting was performed and the customer was explained that there may be a possible site related issue, possibly due to a bent cannula or site/set occlusion. Customer declined to troubleshoot for high blood glucose.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.